Event description:
This will be filed to report a single gripper actuation issue, device entrapment, a single leaflet device attachment (slda) and expulsion. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a posterior leaflet flail. While performing grasping attempts the posterior gripper became caught in chordae and would no longer function. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was implanted with chordae inside. Shortly after deployment of the first clip, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). In the treating physician's opinion, the slda was due to the clip becoming entangled. Due to valve anatomy and patient's age, an additional clip was not attempted and the procedure was concluded with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequelae. On (B)(6) 2023 it was further reported that the clip completely detached from the posterior leaflet and embolized inside the patient and has not been retrieved. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip caught on chordae was unable to be determined. The reported single gripper actuation issue, slda, and complete clip detachment were cascading events of the reported clip caught on chordae. The reported foreign body in patient was a cascading event of the reported complete clip detachment. The reported unchanged mr was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.